Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. No serial number was provided; therefore, a service history review could not be conducted.

Manufacturer narrative:
H3: device not received by manufacturer. B3, g4, h4, d4: UDI and catalog are unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a 'high-pressure' alarm. The patient started the device at 1300 and alarmed at 1530. Troubleshooting was performed but the alarm persisted. Per reporter the patient was discharged from the hospital on (B)(6) 2023, the reason for hospital admittance or length of hospitalization are unknown. Device settings: continuous IV infusion; 17ng/kg/min.